Event description:
Per report received from foreign MFR: it was stuck on the acs .014 wire. There is a kink in the shaft. The program on the wire on the table showed the valve. This customer uses only schneider goldie balloons, customer is used to preparing the goldie and working with this balloon, so customer is very surprised of this.